Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod. Patient's mother reported the cannula had failed to properly insert in the infusion site, and appeared bent upon removal. Pod was removed immediately and replaced with a new pod.